Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: elastomeric pump (5ml/hr) infused too quickly twice in the same patient who was very educated on the pump. First incident infusion finished in 38 hours and was supposed to be 46 hours for 5fu. Second incident the pump emptied at 19 hours. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, white crystallize residue was observed inside the filling port, filter and the end of microbore tube lumen near the patient connector. The blue container was removed from the patient connector and the clamp clip of the sample received containing solution was unclamped to confirm the flow was blocked. No flow was observed after unclamped and left overnight. Since the received sample condition is blocked, further investigation pertaining to flow rate was not possible. The reported issue could not be confirmed. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Final control flow rate report of reported batch was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Final control flow rate report of reported batch was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -2.04% and 3.16%. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.